Event description:
During the post-titration visit, the physician reported that the patient had an infection. Purulence was expressed from a 5mm stitch abscess which was just inferior to the incision. The patient was prescribed keflex for 7 days and the infection was resolved with treatment.